Manufacturer narrative:
Concomitant medical products: a2dr0,1 ipg, implant date (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia and a fall. The right ventricular (rv) lead exhibited non capture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.